Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. Customer's blood glucose (bg) was displayed as "high" however, a specific value was not provided. Customer delivered a correction bolus to address bg. Additionally, it was it was reported that ongoing occlusion alarms occurred. Reportedly, a supply change was performed to address the issues and insulin delivery was resumed.